Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed bending section adhesive separation and distal end detachment, could not be determined, however, the issues were likely the result of wear due to repetitive use and or stress due to excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope exhibited, lifted/detached adhesive and the distal end was found to be detached. There was no patient involvement, and no harm was reported as a result of the event.